Manufacturer narrative:
(B)(4). All tests and calibrations for this repair were completed in accordance with current service manual.

Event description:
It was reported that the ventilator had "compressor inoperable" while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator without any reported harm..